Event description:
It was reported that the rod broke some time after implantation. The pt underwent a revision surgery to remove the device.

Manufacturer narrative:
A review of the device history records for this device did not reveal any nonconformances to specification or deviations in procedure which might contribute to the reported event. The fracture appearance of the breakage is typical of a fatigue breakage. Some portions of the fracture are worn due to friction with the opposite section of the broken rod. No defect of the material was found.